Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced nocturnal hypoglycemia, with the lowest continuous glucose monitor reading of 55 mg/dl, after a day of extensive physical activity while not disconnecting from therapy. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose tablets followed by additional carbohydrates that resulted in subsequent hyperglycemia. Investigation included review of the event details and user-reported circumstances. Investigation of this case revealed that the precise cause of the hypoglycemia was not determined, with exercise and activity timing considered potential contributors; no device performance issue or component malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.